Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, reactive airways disease, partial epilepsy, seizures, gastritis, depressive disorder, venous ulcer recurrent and pulmonary thrombosis. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included obesity, adenomyosis, cerebrovascular accident, gastroesophageal reflux disease, diarrhea and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced urinary tract infection ("bladder or urinary problems or changes uti"), 4 months 25 days after insertion of essure. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), rash ("rashes or skin conditions type: rash"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and menstruation irregular ("irregular menstrual bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy - robotic assisted total laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and menstruation irregular had resolved, the uterine haemorrhage, female sexual dysfunction, bladder disorder, urinary tract infection, migraine, rash, vaginal discharge, weight decreased and fatigue outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Pathology test - on (B)(6) 2018: surgical pathology tissue specimen. Specimen: a. Uterus, cervix, bilateral fallopian tube. Final diagnosis: uterus, cervix and bilateral fallopian tubes, resection: 1. Secretory endometrium and scattered foci of adenomyosis. 2. Subacute and chronic cervicitis with reactive changes. 3. Portions of benign fallopian tube. Clinical history: irregular menstrual bleeding. Gross description: container: fresh, labeled forrest, (B)(6) and uterus, cervix, bilateral fallopian tubes description: it is a 78 g uterus with attached bilateral fallopian tubes. Both fallopian tubes measure. 5.5 cm in length with a diameter 0.4 cm. 1. Cervix. 2 - 3. Endometrium myometrium. 4. Left fallopian tube. 5. Right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received. Event urinary tract disorder updated to urinary tract infection. Outcome of event dysmenorrhoea were updated. Onset date of event genital haemorrhage, menorrhagia, abdominal pain, pelvic pain were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general),') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included obesity, adenomyosis, cerebrovascular accident, gastroesophageal reflux disease, diarrhea and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), rash ("rashes or skin conditions type: rash"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and menstruation irregular ("irregular menstrual bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy robotic assisted total laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and menstruation irregular had resolved and the uterine haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, rash, vaginal discharge, weight decreased and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Pathology test on (B)(6) 2018: surgical pathology tissue specimen. Specimen: a. Uterus, cervix, bilateral fallopian tube. Final diagnosis: uterus, cervix and bilateral fallopian tubes, resection: secretory endometrium and scattered foci of adenomyosis. Subacute and chronic cervicitis with reactive changes. Portions of benign fallopian tube. Clinical history: irregular menstrual bleeding. Gross description: container: fresh, labeled forrest, robyn h and uterus, cervix, bilateral fallopian tubes description: it is a 78 g uterus with attached bilateral fallopian tubes. Both fallopian tubes measure 5.5 cm in length with a diameter 0.4 cm. Cervix. Endometrium myometrium. Left fallopian tube. Right fallopian tube. Most recent follow-up information incorporated above includes: on 30-aug-2019: new pfs + mr received- new events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, dysmenorrhea (cramping),migraines / headaches, pain,rashes or skin conditions type: rash, vaginal discharge, weight loss, irregular menstrual bleeding, abnormal uterine bleeding, nickel allergy were added. Lot number and new reporter information were added. Outcome of events pain , bleeding from unknown to recovered/resolved were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general),') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included obesity, adenomyosis, cerebrovascular accident, gastroesophageal reflux disease, diarrhea and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), rash ("rashes or skin conditions type: rash"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and menstruation irregular ("irregular menstrual bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy - robotic assisted total laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and menstruation irregular had resolved and the uterine haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, rash, vaginal discharge, weight decreased and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Pathology test - on (B)(6) 2018: surgical pathology tissue specimen. Specimen: a. Uterus, cervix, bilateral fallopian tube: final diagnosis: uterus, cervix and bilateral fallopian tubes, resection: 1. Secretory endometrium and scattered foci of adenomyosis. 2. Subacute and chronic cervicitis with reactive changes. 3. Portions of benign fallopian tube. Clinical history: irregular menstrual bleeding: gross description: container: fresh, labeled forrest, robyn h and uterus, cervix, bilateral fallopian tubes description: it is a 78 g uterus with attached bilateral fallopian tubes. Both fallopian tubes measure 5.5 cm in length with a diameter 0.4 cm. 1. Cervix. 2 - 3. Endometrium myometrium. 4. Left fallopian tube. 5. Right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.